Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2013-00025 for a description of the other device. It was reported to boston scientific corporation that two excelon transbronchial aspiration needle devices were used during a pulmonary biopsy procedure. According to the complainant, there was difficulty retracting the needle on two excelon transbronchial aspiration needle devices. There was difficulty introducing the device inside the operating channel of the pentax scope; abnormal resistance felt with both devices. No damage was noted to the packaging of either device. Neither device was noted to be damaged. Another device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2013-00025 for a description of the other device. It was reported to boston scientific corporation that two excelon transbronchial aspiration needle devices were used during a pulmonary biopsy procedure. According to the complainant, there was difficulty retracting the needle on two excelon transbronchial aspiration needle devices. There was difficulty introducing the device inside the operating channel of the pentax scope; abnormal resistance felt with both devices. No damage was noted to the packaging of either device. Neither device was noted to be damaged. Another device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.

Manufacturer narrative:
(B)(4) for the reported event of needle failing to retract. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device was performed. The needle was retracted when received; the handle was in the retracted position. The strain relief was removed from the handle when received. It could not be determined how the strain relief became detached from the handle. A function evaluation was performed. During testing, the device could be introduced into a duodenoscope with a 2.8mm working channel, which has the same working channel size as the pentax 18v bronchoscope, without issue. When the handle was actuated, the needle would extend and retract without issue. A dimensional verification was performed on the working length outer diameter; the working length outer diameter meets specification. Based on the evaluation conducted, the investigation was unable to confirm the initial report of difficulty retracting the needle, and difficulty introducing the device inside the operating channel of the pentax scope. Therefore, a definitive root cause could not be determined. A review of the device history record (DHR) was performed; no anomalies were noted.